Event description:
The customer's husband call in and reported that their pump in style transformer had frayed wires and that it caught fire and caught their carpet on fire.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer indicated that she did not notice any exposed or frayed wires and nothing appeared broken when she went to use it, just that the transformer caught fire and it caught their carpet on fire. She stated that she did not leave the transformer plugged in when not in use and that there were no injuries sustained as a result of the issue. Eval summary for details of the analysis/eval performed on the power supply. In summary, the wires were frayed and exposed and signs of melting and fire were present. As a result of (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. A visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuity. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 12.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured at 8 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 63.55 ohms, which is normal and indicates that the thermal fuse did not blow.